Manufacturer narrative:
(B)(4). Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6/pcb 1 connector. The pump also alarmed low battery and replace battery now due to resistance issue at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, pump was monitored and functioned properly. Pump was received with scratched case, serial number label peeling, cracked retainer, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with the battery of the insulin pump. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.